Event description:
The doctor reported that a licox catheter was appropriately placed on (B)(6) 2016 by the neurosurgical service and it did not respond to hyperoxia challenges. The catheter did not appear to read atmospheric po2 prior to insertion as they normally do in my experience. We decided to insert it though as it had already been opened. Furthermore, it displayed pb02 values that fluctuated randomly second by second from 8 to 1, 0 to 9 to 6 to 7 to 10,etc. A hyperoxic challenge was done by the doctor but the pbo2 did not change. A cat scan of the head was obtained and confirmed appropriate position of the catheter with no complications. This incident took place on (B)(6) 2016. Thereafter, the doctor changed the dysfunctional catheter for a new one which worked fine. The negative impact on the patient was continued brain hypoxia while the dysfunctional catheter was in situ. There was no patient injury or death reported and the patient is alive but has suffered some from the issue that there was a prolonged period of brain hypoxia and the fact that we had to insert an additional catheter causes some unnecessary parenchymal damage.

Manufacturer narrative:
Investigation completed 3/20/2017. Method: -DHR analysis, -trend analysis, - failure analysis. The received device features serial number (B)(4) (cc1p1). This sn corresponds to lot 0196862. The device history records review of lot 0196862 did not reveal any anomaly. The batch was manufactured in july 2016 and included (B)(4) products. No similar complaints were received for a product from this batch. The review of integra complaint tracking database from january 2014 to january 13, 2017 revealed a total of four ( 4) similar complaints (including this one) for cc1p1 probes (and related kits: ip2p, it2, it2eu, ip1p) showing improper function (one in 2014, one in 2015, two in 2016). (B)(4). This review does not conclude to a negative trend. Inspection under magnification of the licox probe sn (B)(4) showed slits at two levels of the probe: 2 slits at 5 mm and two slits at 38 mm of the sensitive area. Some air bubbles are present in the sensitive area that lacks some electrolyte solution. The smart card was not returned. A new card was prepared and coded with the original values of the licox probe sn (B)(4). The probe was tested and found out of specification, but stable and reacting to a variation of o2 concentration. The probe sn (B)(4) was tested within specifications at time of manufacturing as shown on the device history records. The review of integra complaint tracking database for licox probes since 2014 revealed no similar observed defect on returned products. Since january 2014, over (B)(4) cc1p1 probes have been sold. Conclusion: the complaint is verified, the received licox probe is not within specifications, because of the presence of slits. Such slits may be made by pinching the probe (manipulation with forceps/pliers). No forceps/pliers are used in production. Manufacturing controls include 100% visual inspections under magnification of all probes to detect any cut/tear/ bend/defect. Following this 100% control, manufacturing steps include precautions to protect the probe. The probe is then placed in a closed protecting tube and clipped in the blister. Given the process and controls in place, it is unlikely that damages at two levels of the probe be made and undetected during manufacturing. The exact root cause of the observed slits could not be determined: no forceps/pliers are used in production or normally during the implantation procedure. The probe may have been damaged by manipulations during explantation or during further manipulations. The tests made on the received licox probe do not explain the reported unstability and absence of reaction to oxygen challenge. The issue may be related to several reasons, including a card/probe pairing problem, a reading problem or a cable connecting problem, elements that could not be verified.